Event description:
It was reported by the customer that the saw was leaking fluid by the hand shaft seam. The customer also reported that there was no pt involvement, no pt or user injury alleged.

Manufacturer narrative:
On jan 08, 2009, the saw involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event; the saw performed within specifications. The saw was cleaned, lubricated, adjusted and returned to the customer.